Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device while performing self test with a multifunction cable attached, the device displayed error message code "error 70" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.